Event description:
It was reported the PICC catheter was placed under ultrasound guidance on (B)(6) 2025, and on (B)(6), during catheter maintenance, the catheter was found to be pink, and yellow colloid oozed from the puncture opening. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a discolored catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device implanted into the patient. The molded joint and exposed catheter tubing were observed to be discolored and exhibited a bright pink color. There were no distinguishing features in the returned photograph which could aid in the identifying a specific root cause. Discoloration may occur from exposure to incompatible chemicals. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the PICC catheter was placed under ultrasound guidance on (B)(6) 2025, and on (B)(6), during catheter maintenance, the catheter was found to be pink, and yellow colloid oozed from the puncture opening. No further information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.